Manufacturer narrative:
Pt weight not available from the site. Software investigation on-going. No conclusion can be drawn at the time of this report.

Event description:
A medtronic rep reported that the surgeon noted a lateral inaccuracy in navigation after images were pulled from o-arm spin. The report stated they may have bumped the reference frame after, or during, the sterile dressing. Use of the stealthstation s7 system was discontinued. The surgeon was able to continue the case with the use of the site's c-arm. There was no impact on the pt outcome.